Event description:
Customer reported a high blood glucose of 416 mg/dl. The customer had treated himself with a manual injection. He also reported that there was a big air bubble when he changed his infusion set. The customer also reported that he had delivered a bolus and it was not recorded in the history. Troubleshooting for low blood glucose found the customer did not have any symptoms of high blood glucose. Troubleshooting also found the insulin pump failed the high pressure twice. The customer also reported that there was moisture in the tubing of her insulin pump. The customer was advised the moisture was the lubricant between the tubing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.